Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during training with no patient involvement. It was reported that the venous bubble sensor is not working and giving alarms even when bubbles are not present. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint ID (B)(4).